Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant that was stuck to the packaging."

Event description:
Physician reported "we had an implant that was stuck to the packaging and could not be removed to be used in a sterile manner." Device was not implanted.

Event description:
Physician reported "we had an implant that was stuck to the packaging and could not be removed to be used in a sterile manner." Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: visual analysis of the photographs identified: ¿ tyvek or thermoform sticking: not observed. Additional observations: ¿ no other observations were observed on the device. No further actions are required as the device was received out of its sealed package.